Event description:
It was reported that patient could not adjust stimulation with patient programmer. It did not "appear" to be communication, out of the box or battery issue. Patient had problems with device in the past and needed to reset. Patient was able to turn stimulation on and off with recharger. In addition, recharging was taking longer, but coupling was lost during recharging. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37651, serial# (B)(4), product type: recharger. (B)(4).